Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ventricular undersensing was observed. Patient was stable throughout the event.

Event description:
New information received notes that issue was noted through merlin.net transmission. No programming changes were made. Patient was stable.